Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 233 hours of extended tests at the customer's settings. The peep was reading correctly during extended troubleshooting. The ventilator also passed the peep tests portion of troubleshooting final test. The ventilator failed final testing for non-conformances with the measured oxygen during the oxygen testing, however, this test is unrelated to the customer's reported issue.

Event description:
It was reported to vyaire medical that the ventilator was showing a higher peep than what was set while in use on a patient. There was no patient harm associated with this reported event. The patient was placed on a back up ventilator.